Manufacturer narrative:
(B)(4). The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed a pinhole on the crimp balloon near the ic bond and minor gouges on the flex tip. No other abnormalities were observed. During functional testing of the returned device, the balloon was inflated and fluid was observed leaking at the crimp balloon near the ic bond location. Dimensional analysis of the wall thickness of the crimp balloon distal and proximal to the pinhole was performed. All measurements met specification. Review of the work orders that could potentially contribute to the reported event was performed. The work orders did not reveal any issues that could have contributed to the event. Case imagery review of the 3-mensio and CT images of the patient anatomy and cine imagery of the valve deployment, revealed severe anatomy tortuosity. The patient also had a horizontal aorta, further contributing to a difficult pathway for the delivery system to advance through. During valve deployment, the valve does not appear to be centered on the balloon during inflation. However, no imagery was provided of the valve before or after the flex tip was retracted to confirm the valve was correctly aligned to the distal marker or that the reported valve movement occurred. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the report of the valve movement on balloon was not able to be confirmed based on the review of the available images of the valve deployment. Visual inspection of the returned device, DHR, complaint history and lot history review did not reveal any related manufacturing non-conformance. A review of the manufacturing mitigation support that a manufacturing non-conformance likely did not contribute to the reported valve movement on the balloon. The report of the balloon leakage was confirmed based on the visual and functional inspection of the returned device. However, DHR, complaint history and lot history review did not reveal any related manufacturing non-conformances. A review of the manufacturing mitigation support that a manufacturing non-conformance likely did not contribute to the balloon leakage. A definite root cause for the reported events could not be determined. Procedural factors (manipulation of the devices), in addition to patient factors (borderline access vessel mld, severe vessel/anatomy tortuosity, horizontal aorta, short height of the patient) likely contributed to the reported valve movement on balloon and balloon leakage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, since the tip of the 14fr. Esheath reached near the aortic arch, the physician attempted to do the valve alignment of a 23mm sapien 3 valve in the sheath. During the alignment attempt, the spring on the delivery system and the tip of the flex shaft appeared to be ¿s-shaped¿. The alignment in the sheath was cancelled. At that moment, the sapien 3 valve was located at 2mm below the distal alignment marker. When the delivery system was advanced to the ascending aorta, the valve was within the alignment markers. After crossing the native valve and pulling back the flex shaft, the valve moved to the proximal side by 3mm. When the valve position was not able to be corrected, deployment of the valve was performed. The valve was deployed where intended in a final 90:10 aortic/ventricular (a/v) position. Tee and angiography showed trivial paravalvular leak (pvl). No further actions were taken and the delivery system was withdrawn. Following removal of the delivery system, the fluid in the inflation device was observed to be ¿light¿ pink and the balloon was observed to have blood in it. The exact timing of the balloon damage could not be confirmed. The patient was stable and the valve was positioned where intended. The procedure was completed without post dilation. The commander delivery system was returned to edwards lifesciences for evaluation. During the pre-decontamination evaluation, a pinhole leak was observed on the crimp balloon. The native annular diameter measured 20.9mm by CT with a valve area of 343mm2. Moderate valvular calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 5.5mm with mild calcification and severe tortuosity reported.